Event description:
It was reported that the patient had an artificial urinary sphincter (aus) device old pump was previously removed due to extrusion. A new pump was implanted. Further information requested and not yet received.